Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, there was hardware malfunction occurred, resulting in read/write errors with the cubies. Cubies containing medications were not being recognized in the drawer. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was ghost cubie. The field service the eliminated the ghost cubie and removed obstructions to address the issue. The system functioned as intended after the field service engineer troubleshot the device.